Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a lasso 2515 nav eco variable catheter and suffered a thrombosis. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. A deflection test and contraction tests were performed and the catheter passed. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the thrombus reported remains unknown.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a lasso 2515 nav eco variable catheter and suffered a thrombosis. During the case a thrombus was formed a couple centimeters back from the loop on the catheter. The thrombus was discovered with the ultrasound and it was removed with the catheter. The catheter was replaced and the case was continued. There is no further information about the hospitalization and if any additional intervention was performed. Multiple attempts have been made to obtain additional information on this complaint. However, no further information has been made available.